Event description:
It was reported that the pt experienced a left hemispheric stroke post-procedure. The pt had neurologic improvement prior to discharge and was undergoing physical, occupational and speech therapy. In 2005, the pt was discharged to a nursing home and reportedly his condition was improved. Nineteen days later, the pt was hospitalized with hematuria and altered mental status. The pt was found to be anemic and was given two units packed red blood cells. The pt was discharged one week later after his hemaglobin and mental status had returned to normal.